Event description:
I require the use of a CPAP/bipap device and began to have problems with related to a part of resmed's quiteair elbow and swivel for resmed airfit & airtouch f20 and f30 full face CPAP masks sku:63494. This particular component has a hidden design defect that prevents the air pressure supplied from flushing exhaled breaths from the therapy causing anoxia during use. This is a serious error in design and necessitates an alert and recall due to the degree of danger involved. The manufacturers addition of this muffler is intended to reduce noise from the air flushing that must occur to prevent rebreathing exhaled air. This addition to the original design unknowingly can cause it to become clogged with use. The design significantly hides debris caught in the polyester fibers inside the baffle. Specifically: the new design of this component incorporates a type of muffler consisting of a round plastic translucent baffle filled with polyester fibers. This is the only difference between the original design and the new and currently sold design. The regular elbow & swivel for resmed airfit / airtouch f20 & airfit f30 full face CPAP masks sku:63476 doesn't have this muffler and can be easily observed for blockages and easily cleaned if necessary. The new quietair design is not made to be cleaned, and the patient cannot see if a clog exists when intact. The pictures submitted show a disassembled quietair elbow. This disassembly was destructive and not a part of a typical use and cleaning process by the patient. Removal of the muffler components requires tools not typically available to patients. Removal is possible and would resolve the defect but is not easily done by a patient. I contacted resmed and the company representative refused to acknowledge the issue and referred me to the dme supplier that sold it to me. I spoke to the dme staff and management, and they were alarmed by the issue but cannot do anything about it. This is a significant threat to the lives of millions of lives worldwide and requires a investigation by the FDA. I am available for further discussion and have evidence of the defect.